Event description:
A non-healthcare professional reported that bad flap cuts in the unknown eye of a patient during surgery.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (site # (B)(4)) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. Irvine technology center site #2028159). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A manufacturing device history record review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. Service history was reviewed for the system. A service record relevant to the reported complaint was found. Service record was opened to address the reported event. A company representative performed an on-site assessment and confirmed the reported event in the system event log. However, the company representative was unable to replicate the issue while on-site. As a preventative measure, the company representative the optical coherence tomography and zyx was inspected with no nonconformity and, then found the system to meet company specifications per service test procedure. Based on the information obtained, though the reported event was not confirmed, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).